Manufacturer narrative:
This event is a duplicate report and has been previously submitted under report number 2015691-2017-00350.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that thirteen (13) years, four (4) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. As reported, the 21mm transcatheter valve was deployed with good results and no additional details were provided.